Event description:
It was reported while in the lifesaving catheter room, the md inserted the sheath via the left femoral artery. The iab was inserted without a problem.twenty-four hours after insertion, the helium loss 3 alarm occurred. As a result, the md removed the iab and replaced it with another. There was no reported patient complication.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.